Event description:
It was reported that there was a lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however the outer insulation had cosmetic environmental stress cracking and metal ion oxidation, the distal electrode had body tissue/fibrotic growth, there was blood on the distal conductor, the outer insulation was melted, and apparent explant damage was noted; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.